Manufacturer narrative:
A photo was provided showing a cut in the tubing separating the y-clave assembly from the set. Received one (1) used 14687-15 primary plum set for inspection. As received, the tubing was cut separating the y-clave assembly from the set. The set was clamped at the cut tubing and air leak tested. There was no leakage. He product was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint of cut tubing could be confirmed. The probable cause of the cut is due to a sharp object during use. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The reported complaint of an air in line alarm could not be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional information found d9- product returned 8/4/2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set where it was reported that the pump showed air in line during infusion, a cut was noted on tubing with a smooth cut surface. There was patient involvement, but no one was harmed in the event.